Manufacturer narrative:
Please note that the catalog and lot numbers are not available but the device is reported to be a cordis diagnostic catheter. Product details are not available. This information was provided by a sales representative. The sales rep overheard a conversation about an incident with a physician and the only details were that a patient had to go to surgery a few weeks ago because a physician had a diagnostic catheter that he managed to get tied in a knot in the artery just outside the sheath. The patient did fine with no complications and the only diagnostic catheters they use are cordis. No one complained and the staff said it had nothing to do with the product but with the technique of the physician. The staff did not know the date or the patient's demographics; just had heard about the incident. Very few details are available. The account is unsure of the exact date. The physician was having a difficult time cannulating the coronary artery. He was overly torquing the catheter. The cordis catheter was literally tied in a knot and they were unable to remove it from the sheath. The patient went to surgery with the sheath in place and the catheter in the sheath. They said they had heard the vascular surgeon was able to remove the sheath and catheter without any complications to the patient. It was a right groin access and they strongly stressed that it was not product related but operator error. The sheath and catheter were intact but because of the knot they could not remove it through the sheath. It was also reported that the product would have been stored and prepped properly. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported complaint of withdrawal difficulty through a sheath due to the catheter knotting up could not be confirmed. Excessive torquing can result in catheters kinking, twisting and in extreme cases eventually knotting up. Review of the information provided suggests that procedural factors may have contributed to the reported incident. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The sales rep overheard a conversation about an incident with a physician and the only details were that a patient had to go to surgery a few weeks ago because a physician had a diagnostic catheter that he managed to get tied in a knot in the artery just outside the sheath. The patient did fine with no complications and the only diagnostic catheters they use are cordis. No one complained and the staff said it had nothing to do with the product but with the technique of the physician. The staff did not know the date or the patients demographics just had heard about the incident. Very few details are available. The account is unsure of the exact date. The physician was having a difficult time cannulating the coronary artery. He was overly torquing the catheter. The cordis catheter was literally tied in a knot and they were unable to remove it from the sheath. The patient went to surgery with the sheath in place and the catheter in the sheath. They said they had heard the vascular surgeon was able to remove the sheath and catheter without any complications to the patient. It was a right groin access and they strongly stressed that it was not product related but operator error. The sheath and catheter were intact but because of the knot they could not remove it through the sheath. It was also reported that the product would have been stored and prepped properly.